Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a faulty printed circuit board and dust inside the equipment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had no image. The issue was found during inspection. There were no reports of patient harm.

Event description:
The customer reported to olympus the issue occurred when connected the 180 series scope however the image is coming with 170 series scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely no image was displayed due a printed circuit board failure. Olympus will continue to monitor field performance for this device.